Event description:
During a pulmonary vein isolation (pvi) and linear lesion radiofrequency ablation performed on (B)(6) 2013 for chronic atrial fibrillation using an agilis nxt introducer, a pericardial effusion occurred. Transseptal puncture was performed with the agilis nxt introducer and a brk transseptal needle and the physician completed a circumferential ablation on the right and left pulmonary veins with non-sjm ablation catheters. Anticoagulation was partially reversed by administration of protamine and all introducers were removed. The pt tolerated the procedure well and without complication; however, two hours later the pt became hypotensive while in the recovery area. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed for 300ml. Resolution of the effusion was confirmed via fluoroscopy and echocardiography. A pericardial drain was placed and the pt was monitored overnight and discharged the next day on the anticoagulant xarelto. The pt attended a follow up appointment on (B)(6) 2013 and complained of shortness of breath and pericardial pain. A transthoracic echocardiogram revealed a mild to moderate pericardial effusion and ches CT revealed what was thought to be a foreign body in the left ventricle. Diagnostic fluoroscopy confirmed the presence of an intracardiac foreign body. The pt was admitted overnight and IV heparin was administered in preparation for a procedure the next day. On (B)(6) 2013, the pt underwent a successful pericardiocentesis to resolve the pericardial effusion. Transseptal puncture was performed to facilitate the retrieval of the foreign body using an agilis introducer and a bioptome. The foreign body was a piece of thin metal approximately 4cm in length. Although the foreign body source has not been confirmed, the physician suspects it may be from the agilis introducer. Following add'l review by the customer of fluoroscopy images taken on (B)(6) 2013, the presence of a foreign body was evident.

Manufacturer narrative:
The device has not yet been rec'd for analysis. When our investigation is complete, a follow-up report will be submitted.